Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the root cause of the event was due to improper surgical technique/misuse. Further investigation has been initiated to prevent reoccurrence of the reported issue.

Event description:
It was reported that patient underwent a hip arthroplasty procedure that utilized an acetabular cup inserter on (B)(6) 2015. During the procedure, the threaded tip of the inserter fractured while the cup was being impacted into the acetabulum. The cup was removed as the threaded tip remained in the apical hole. Another cup and inserter were used to complete the procedure.